Event description:
It was reported that the customer was in a car accident and was hospitalized. Caller stated that in the hospital they took him off his insulin pump. Caller stated that the customer's insulin pump was alarming no delivery. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.